Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested, and an unrelated issue was found and corrected. The reported malfunction could not be duplicated.

Event description:
It was reported that during initial installation, a ventilator had an error message and the display stuck and was unresponsive. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.